Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned with packaging in conjunction with this complaint. The sample was contaminated with blood residue but showed no signs of cracks. The valve opened and demonstrated normal flow when accessed with a syringe. A weepage test was performed according to specification in order to determine if there was leakage past the valve disk when a minimum pressure was applied at the male luer end (opposite the direction of flow). The valve failed this test as leakage was observed. Visual evaluation of the valve showed that the blue plunger was not returning to the closed position after being accessed. Although the sample was decontaminated, blood coagulation remained on the inside of the valve, between the plunger and the walls of the valve. The valve was further dissected and the plunger/valve dimensions were found to be normal. The leakage has been attributed to the presence of the blood, preventing the plunger from closing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the valve was disconnected from the syringe, the valve was not closed. There was minimal blood leakage. No patient injury reported.